Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. The user reported frequent ¿cuff leak¿ alarms during use, despite no visible leak. No health consequence or impact. A functional check of the c6 and intellicuff system was performed. No leaks were identified in the c6 flow path, the cuff, or the connecting tubing. During extended operation testing, the phenomenon recurred. When the intellicuff was tested independently, the ¿cuff leak¿ alarm continued to occur, although cuff pressure appeared to be maintained at the set value and no physical leaks were detected. As a corrective action, the intellicuff device (pn 160784) was replaced, and the intellicuff kit was exchanged. Following replacement, the system passed operational checks and was returned to the hospital.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
This event has been assessed as reportable. Rationale: during usage, the intellicuff device alerted often for cuff system leakage. Based on the event description, we have reasons to assume that there is patient involvement. Medical intervention was reported because the ventilator device and intellicuff got exchanged. The issue did not result in any patient harm. A leaking intellicuff device could lead to a deterioration of the state of health of the patient. Therefore, this case was assessed reportable.